Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter described as ¿gel¿ was found in a bd syringe with luer-lok¿ tip before use. There was no report of injury or medical interventions.

Manufacturer narrative:
Nine samples were returned to bd for evaluation. A quality engineer was able to inspect the samples and determined that the gel-like substance found in the syringes was silicone. Silicone is used during the production process and was found to be harmless during clinical evaluations. Bd checked for silicone throughout the production process and determined that the amount of silicone present was within the acceptable range of 0.0025g - 0.007g. A review of the device history record revealed that there were zero defects found during this production run. Bd checked for silicone throughout the production process and determined that the amount of silicone present was within the acceptable range of 0.0025g - 0.007g.